Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient allegations of pain, tissue/bone destruction, and limited range of motion. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left total hip arthroplasty on (B)(6) 2007 and a left hip revision on (B)(6) 2009 due to pain and loosening of the acetabular cup. Operative report noted the presence of cloudy orange fluid and metallic debris. The modular head, taper adapter and acetabular cup were removed and replaced. No revision has been reported for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-02830 /-02858 & 2014-06633 /-06634).